Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, it was stated that the tissue was ripped, while taking a tissue biopsy. There was moderate to severe bleeding observed. The bleeding was controlled using additional clips. The intended procedure was completed using another similar device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, as it has been discarded following the procedure. Therefore, the exact cause of the reported incident could not be conclusively determined at this time, however, the user's technique in using the device could not be ruled out as a contributory factor to the reported event. If additional info becomes available at a later time, this report will be supplemented.